Event description:
It was reported that patient was re-hospitalized for necrosis of the left foot approximately 9.5 months post index procedure. Revascularization of the posterior tibial artery of the target limb was performed with an amphiprion deep balloon. Patient was hospitalized again approximately 12.5 months post index procedure for a planned angiography and revascularization of the posterior tibial artery. Investigator reported that the event was highly probably related to the study device.

Event description:
Re-occlusion of the posterior tibial artery occurred approximately 6 months post index procedure and the patient underwent revascularization. Patient death was reported to have occurred due to cardiac arrest approximately 19 months post index procedure. Investigator reported that the event was not related to the study device and procedure.

Event description:
An amphirion deep pta balloon catheter was used in the revascularization of the posterior tibial artery. Approximately 1 month following the revascularization reocclusion of the posterior tibial artery was reported. Investigator reports that it is highly probable the event was related to the study device/ procedure.

Event description:
It was reported that the previously reported revascularization was performed on (B)(6)-2012. It was also reported that during this revascularization the tibial-peroneal trunk artery (tpt) was treated instead of the posterior tibial artery.

Manufacturer narrative:
Results: inherent risk of the procedure (restenosis).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure - (restenosis requiring medical intervention). Conclusions: inherent risk of procedure - (restenosis requiring medical intervention). (B)(4).

Event description:
The reason for the previously reported amputation performed approximately 6 months post index procedure was confirmed as re-occlusion of the left posterior tibial artery and new wound appearance.

Event description:
Restenosis of the posterior tibial artery was reported to have occurred approximately 10 months following the date the device was device.

Event description:
Additional information received reported that amputation of the third digit on the left toe was reported to have occurred approximately 6 months post index. Investigator reports that the event was not related to the study device or procedure. Outcome is reported as resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Results: restenosis. Conclusions: restenosis.

Manufacturer narrative:
Restenosis of posterior tibial artery was confirmed on (B)(6) 2012 and not on (B)(6) 2012 as previously reported. Results: inherent risk of the procedure (revascularization performed to posterior tibial artery).